Manufacturer narrative:
Event is still under investigation. Final report will be submitted upon our completed investigation.

Event description:
During a shg procedure on a female patient, the patient complained of significant pain during insertion. The catheter was removed and upon examination, the catheter was noted to have wire sticking out the end that scrapped patients vagina. No part of the device remained inside the patient. No information regarding additional procedures or adverse effects to the patient was received.